Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending

Event description:
The event involved a plum 360 infusion pump and it occurred on an unspecified date. The customer stated the bag empties before the expected infusion completion time. The set up was as follows: "tpn on the primary line, lipids infusing on the secondary line. The bags were empty when the issue was noted. When asked how much fluid was expected to be left when the issue was noted, the response was ¿at least 50ml as there is 50 ml of overfill in each tpn.¿ there was patient involvement; however the patient¿s status never changed. Further, there was no delay in therapy, no medical intervention and no report of human harm.

Manufacturer narrative:
The event alarm log history and equipment was used for the investigation were as follows: saline bag lot # 5604784, primary plum set list # 14679-28 lot # 5151926, secondary plum set list # 14230-28, lot # 5841433. Began testing by performing the preventive maintenance inspection / testing on the device. Device passed visual inspection. No evidence of physical damage or contamination. Device passed all performance verification testing (pvt) most notably the volume accuracy test: results are 20.17 ml (acceptance range 19 ml- 21 ml). Volume accuracy of (B)(4) programed perceived customer protocol of rate = 200 per tsm and vtbi of (B)(4) (customer reported amount). Saline bag has had approximately (B)(4) of fluid in when test started. Results of perceived protocol were volume infused = (B)(4). Volume accuracy of (B)(4). Could not confirm customer¿s complaint of the device performing an inaccurate over delivery. Probable cause was not found.